Manufacturer narrative:
No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The sample was tested with a syringe to replicate the failure mode. Occlusion was detected. Unable to determine the root cause of the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that when performing a flushing at a pre-use check, the customer found an occlusion in the product's tube line. No patient injury was reported.